Event description:
It was reported that during a supply change the system advanced to 88 units with no observed drops, and upon removing the supplies the caregiver observed insulin leaking from the cartridge stopper. The caregiver had been pre-filling cartridges in advance and was counseled not to do so due to risk of leakage and insulin degradation. No adverse clinical symptoms reported. Outcomes included no alerts, alarms, or medical interventions. Investigation included troubleshooting and user education regarding proper cartridge handling and avoidance of pre-filling. Investigation of this case revealed leakage at the cartridge stopper consistent with user handling and storage practices that can compromise seal integrity and insulin stability, with no device alarm activation and no other component issues reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and technique contributing to cartridge leakage.

Manufacturer narrative:
Initial.